Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported this was the occurrence of replace battery alarm with low battery alert. Customer also reported that the new battery did not resolve the issue. The customer was advice to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.